Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a loss of prime issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2014. Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2014 with the following findings: the black box showed several loss of prime warnings due to low non-zero force events on 03/18/2014. There were no loss of prime warnings during the investigation; the product performed within specifications. Unrelated to the initial complaint, the display was observed to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.